Manufacturer narrative:
(B)(4). Approximate age of device ¿ 31 days. The report of pump stoppages was confirmed based on the evaluation of the returned driveline. The driveline segment was returned with the terminus of the connector bend relief and the area 6 inches to 11 inches from the connector stabilized with tongue depressors and tape. Electrical continuity testing of the wires revealed that the black and brown wires were electrically shorted to ground via the braided shield. Examination cable beneath the outer jacket found breakdown of the braided shield at the terminus of the connector bend relief. Visual inspection of the wires found that the black, brown, and red wires were kinked and torn at terminus of the bend relief. The adjacent wires appeared unremarkable. The exposed conductors of the black, brown, and red wires would have allowed electrical shorts to ground and between motor phases, resulting in the pump stoppages on both the power module and batteries observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppages were occurring. The patient was asymptomatic. The pump stoppages occurred on both the power module and batteries. On (B)(6) 2016, technical services arrived onsite to perform a driveline evaluation and repair. It was observed that a portion of the driveline was immobilized by a tongue depressor. No open wires were found during phase interrupter tests. A 22 inches of the driveline was replaced. Technical services reported that there were no further alarms when connected to a grounded cable after the repair was performed.